Manufacturer narrative:
1/7/1998-supplemet #1 sent to FDA. A user facility medwatch report was received on 3/31/1997. Device not received for evaluation. The user facility report number has not been entered in the top right hand corner of the first page and in f-2.

Event description:
During a diagnostic laparoscopy procedure, the seal disengaged. The surgeon applied another device. The hosp reported that no pt injury had occurred.